Event description:
An rf 3000 radio frequency ablation generator was being used for therapeutic ablation of the liver in 2006. With the use of a 4cm leveen needle electrode, 5 successful ablations were performed. At the end of the procedure, it was discovered that the pt had two second degree burns at the peripheral section of the external pads and a second and third degree burn in the center of the internal pads. The total procedure time was 116 minutes; the pt will see a plastic surgeon for possible skin grafts. The tumor was ablated.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause of this event.